Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported discrepant sars result compared to pcr. The details of the discrepant test is unknown. The customer was unable to provide further details and clarification.